Manufacturer narrative:
(B)(4). Catalog #igtcfs-65-1-jug-celect-pt. Summary of investigational findings: it is unknown whether one or two filters were used in the procedure, but since there is no statement on the use of a second device it is assumed that it is one filter being deployed twice. This is possible using a jugular device. Filter jump upon deployment, filter tilt and filter deformation (filter legs not adjusting to ivc) is reported. Image review confirms tilt and deformation, and concludes it to be due to patient anatomy and the chosen site of deployment (ivc bend). Imaging indicates that the filter was deployed parallel to the device as it should, but angled in relation to ivc long axis. Such filter tilt is a known risk in relation to filter implant and is reported in the published scientific literature, and the deformation observed is likely a consequence of the ivc bend and filter tilt. It is noted that the filter is retrieved and that no adverse event is reported. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2016, during the study index procedure, the patient received 1 celect filter. The primary reason for the filter placement was current pulmonary embolism (pe) and contraindication to anticoagulation ¿ recent major bleeding within 30 days. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot #e3412096) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The site indicated the filter did not deploy prematurely. The filter did jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was evidence insufficient opening of the filter (i.e., filter legs did not adjust to the size of the ivc). The filter angle tilt in ap view (degrees) was 24.7. There was no extravasation of contrast after filter placement or migration noted. On the same day, (B)(6) 2016, the patient underwent filter retrieval with minimal difficulty; the primary reason for filter retrieval was filter-related. Patient outcome: no clinical sequela has been reported.

Manufacturer narrative:
(B)(4). Catalog: igtcfs-65-1-jug-celect-pt. Investigation is still in progress. (B)(4).

Event description:
Description of event according to study: on (B)(6) 2016, during the study index procedure, the patient received 1 celect filter. The primary reason for the filter placement was current pulmonary embolism (pe) and contraindication to anticoagulation ¿ recent major bleeding within 30 days. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot #e3412096) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The site indicated the filter did not deploy prematurely. The filter did jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was evidence insufficient opening of the filter (i.e., filter legs did not adjust to the size of the ivc). The filter angle tilt in ap view (degrees) was 24.7. There was no extravasation of contrast after filter placement or migration noted. On the same day, (B)(6) 2016, the patient underwent filter retrieval with minimal difficulty; the primary reason for filter retrieval was filter-related. Patient outcome: no clinical sequela has been reported.